Event description:
It was reported by the affiliate in japan that during an unknown surgery on (B)(6) 2022, it was observed that the tip on the premiere 90 electrode device had a foreign matter like it was charring. The surgeon stopped using the electrode. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initialreporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device was received and evaluated. Upon visual inspection revealed wear use on the device. The tip of the electrode was found to have a dark foreign substance. The ceramic tip shows biological residues. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. A manufacturing record evaluation was performed for the finished device lot number: u2108020, and no nonconformances were identified. Based on the information received by the manufacturer, this complaint cannot be confirmed. There is no evidence of charring on the tip. The device has been used with evidence of tissue debris in the suction port and around the tip, the tip appearance is not the same as the devices with brown/rust discoloration. The device has been manufactured post saline improvements but shows no evidence of brown/rust discoloration previously seen. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.